Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the right ventricular lead had non-sustained right ventricular oversensing episodes noted. Upon review, noise was seen due to possible lead damage. A chest x-ray was performed. No obvious fracture or dislodgement was seen. The asymptomatic patient would continue to be monitored.